Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were received, however the complaint was unable to be confirmed. Review of the available records identified the following : right total hip arthroplasty with varus positioning of the femoral stem and possible evidence of aspetic loosening of the stem. There was radiolucency along the bone cement interface of the femoral stem. No other abnormalities were identified. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4. Concomitant medical products: unknown ceramic liner lot#103574, unknown femoral head lot#331579. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a revision procedure due to aseptic loosening. Attempts have been made and additional information on the reported event is unavailable at this time.